Manufacturer narrative:
Concomitant medical products:. Cd horizon screws and crosslink plates, mastergraft, rhbmp-2/acs (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013."

Event description:
It was reported that the patient presented with scoliosis. The patient underwent l4-s1 facetectomy, bilateral l2-s1 laminectomy, foraminotomies and posterolateral fusion with reduction of listhesis and correction of scoliosis using rhbmp-2/acs, mastergraft and spinal fixation system. The patient's last follow up exam was performed at 6 months. Bone healing was assessed as healed/fused. At twenty-nine months post-op, it was noted that there was a slight loosening on right side at s1 screw. No further details were provided.